Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, foreign material suspected to be present within the forceps channel caused multiple black spots to appear in the image of the ultrasound bronchofibervideoscope. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is submitted to provide the findings of the legal manufacturer's final investigation. The device was returned to olympus for inspection, where the reported failure of foreign material within the forceps channel was confirmed. During the evaluation, the following additional reportable malfunction was identified: corrosion on the water supply connector for the balloon or suction connector. Based on the results of the investigation, the nature of the foreign material could not be determined. A leak failure was confirmed during evaluation and appeared to have contributed to the reported issue; however, since the phenomenon could not be reproduced, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device. Should any additional relevant information become available, a supplemental report will be submitted accordingly.